Event description:
A malfunction was reported concerning the pump, and no notable events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level. Tandem technical support provided assistance to reset the pump, but the malfunction code reappeared. The customer was advised to use manual injections as a backup therapy and was informed that they would receive a replacement pump with updated software.